Event description:
It was reported that the device exhibited premature eri.

Manufacturer narrative:
The field experience of premature battery depletion was verified in the laboratory. No high current drain sources were found throughout bench, stress, and automated electrical testing. Destructive analysis of the battery found no anomalies that would lead to the premature depletion. The cause of the premature battery depletion could not be determined.

Event description:
This is a report from baxter-(B)(4) of ruptured tubing that occurred before use. No patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.